Event description:
Customer returned the device to olympus for inspection, the customer did not report a malfunction. During device evaluation , it was observed the ceramic tip insulation was broken. There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue of broken insulation tip based on reasonably known information suggests probable causes such as damage or deterioration of parts and or physical stress. Olympus will continue to monitor field performance for this device.